Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. It was reported that the patient was given heparin therapy and transferred to another facility. The sample was repeated and a negative result was obtained. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The probable cause of the falsely elevated troponin I result is imprecision caused by the heterogeneous module. A siemens healthcare diagnostics field service representative was sent to the account to correct the problem. The instrument is now performing within specifications. No further evaluation of the device is required.